Event description:
Per the surgeon's comments on the returned device paperwork although an integrity test (date not reported) was he suspects advice malfunction. The device was electively explanted in 2007.

Manufacturer narrative:
This type of event is addressed in the device labeling.